Manufacturer narrative:
This device was expected to be returned. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that device data review was needed due to inappropriate shocks delivered due to noise/oversensing involving this subcutaneous implantable cardioverter defibrillator (s-ICD) while programmed to the primary sensing vector. A review of the remote monitoring reports by the physician showed clear oversensing of movement artifacts as the patient was active. In addition, untreated episodes were also seen while the patient was at rest. The patient mentioned that they lived on a river with boats and radio communication which pass frequently, thus possible radio interference was suspected. The patient was seen at the clinic and isometric maneuvers were performed as well as system manipulation. Myopotential noise was provoked which was correctly sensed and labeled as noise by the device in all sensing vectors, but it was not possible to recreate noise seen in the untreated episodes. An x-ray taken recently compared to the x-ray at implant showed that the electrode was slightly superficial. Due to the patient being at risk for inappropriate shock due to noise, the device was reprogrammed to the secondary sensing vector and was asked to perform a manual download after working out at the gym for review. In addition, it was noted that the battery of the device had dropped from 83% to 70% remaining in over three months, thus a review was also needed of the device battery. Additional information noted that this patient received another inappropriate shock while on holiday in (B)(6). The patient felt ok after the shock and returned back to the united kingdom to be reviewed at the clinic. Various provocation maneuvers were done and noise was seen in all sensing vectors especially the primary and alternate sensing vectors. X-ray images were taken and sent for technical review. The device was reprogrammed to prevent future inappropriate shocks and kept programmed to the secondary sensing vector. Additional information noted that the system was explanted and was planned to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that device data review was needed due to inappropriate shocks delivered due to noise/oversensing involving this subcutaneous implantable cardioverter defibrillator (s-ICD) while programmed to the primary sensing vector. A review of the remote monitoring reports by the physician showed clear oversensing of movement artifacts as the patient was active. In addition, untreated episodes were also seen while the patient was at rest. The patient mentioned that they lived on a river with boats and radio communication which pass frequently, thus possible radio interference was suspected. The patient was seen at the clinic and isometric maneuvers were performed as well as system manipulation. Myopotential noise was provoked which was correctly sensed and labeled as noise by the device in all sensing vectors, but it was not possible to recreate noise seen in the untreated episodes. An x-ray taken recently compared to the x-ray at implant showed that the electrode was slightly superficial. Due to the patient being at risk for inappropriate shock due to noise, the device was reprogrammed to the secondary sensing vector and was asked to perform a manual download after working out at the gym for review. In addition, it was noted that the battery of the device had dropped from 83% to 70% remaining in over three months, thus a review was also needed of the device battery. At this time the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted. Should additional information become available this investigaiton will be updated.

Event description:
It was reported that device data review was needed due to inappropriate shocks delivered due to noise/oversensing involving this subcutaneous implantable cardioverter defibrillator (s-ICD) while programmed to the primary sensing vector. A review of the remote monitoring reports by the physician showed clear oversensing of movement artifacts as the patient was active. In addition, untreated episodes were also seen while the patient was at rest. The patient mentioned that they lived on a river with boats and radio communication which pass frequently, thus possible radio interference was suspected. The patient was seen at the clinic and isometric maneuvers were performed as well as system manipulation. Myopotential noise was provoked which was correctly sensed and labeled as noise by the device in all sensing vectors, but it was not possible to recreate noise seen in the untreated episodes. An x-ray taken recently compared to the x-ray at implant showed that the electrode was slightly superficial. Due to the patient being at risk for inappropriate shock due to noise, the device was reprogrammed to the secondary sensing vector and was asked to perform a manual download after working out at the gym for review. In addition, it was noted that the battery of the device had dropped from 83% to 70% remaining in over three months, thus a review was also needed of the device battery. Additional information noted that this patient received another inappropriate shock while on holiday in (B)(6). The patient felt ok after the shock and returned back to the united kingdom to be reviewed at the clinic. Various provocation maneuvers were done and noise was seen in all sensing vectors especially the primary and alternate sensing vectors. X-ray images were taken and sent for technical review. The device was reprogrammed to prevent future inappropriate shocks and kept programmed to the secondary sensing vector. At this time the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that device data review was needed due to inappropriate shocks delivered due to noise/oversensing involving this subcutaneous implantable cardioverter defibrillator (s-ICD) while programmed to the primary sensing vector. A review of the remote monitoring reports by the physician showed clear oversensing of movement artifacts as the patient was active. In addition, untreated episodes were also seen while the patient was at rest. The patient mentioned that they lived on a river with boats and radio communication which pass frequently, thus possible radio interference was suspected. The patient was seen at the clinic and isometric maneuvers were performed as well as system manipulation. Myopotential noise was provoked which was correctly sensed and labeled as noise by the device in all sensing vectors, but it was not possible to recreate noise seen in the untreated episodes. An x-ray taken recently compared to the x-ray at implant showed that the electrode was slightly superficial. Due to the patient being at risk for inappropriate shock due to noise, the device was reprogrammed to the secondary sensing vector and was asked to perform a manual download after working out at the gym for review. In addition, it was noted that the battery of the device had dropped from 83% to 70% remaining in over three months, thus a review was also needed of the device battery. Additional information noted that this patient received another inappropriate shock while on holiday in dubai. The patient felt ok after the shock and returned back to the united kingdom to be reviewed at the clinic. Various provocation maneuvers were done and noise was seen in all sensing vectors especially the primary and alternate sensing vectors. X-ray images were taken and sent for technical review. The device was reprogrammed to prevent future inappropriate shocks and kept programmed to the secondary sensing vector. Additional information noted that the device was explanted and returned. No additional adverse patient effects were reported.